Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was MFR 10/30/2002 and was last repaired on 04/05/2013 for preventative maintenance. Evaluation of the device observed that the device operated erratic at times while making an abnormal noise. Air was observed to be escaping around the neck area. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left and right side. Additionally, the device failed side to side calibration, and the 0.010 and the 0.020 thickness setting on the right side. The event experienced by the customer was most likely caused by the damage to the neck which caused air to leak. Improper handling by the customer most likely caused the damage to the device. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not running at full speed, and making strange sounds. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.